Event description:
It was reported that the device was used during an unknown procedure. The device was pulled from the packaging, the device would not feed the first clip and would not work at all. The device was not used on the patient. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.